Event description:
Patient mom advises that old pump is broken, and they need a new pump. No lot number or expiration date. Unknown if pt missed doses. No further information. Unknown if any side effects were experienced. Unknown if device on hand for return to the manufacturer. Reported to (B)(6) carmark by: patient/caregiver.